Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for routine follow-up, pectoral muscle stimulation was observed. Increased capture threshold, decreased p-wave, and noise were also observed. Programming changes were made. The patient was stable.